Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. A root cause of the complaint was not determined. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 5. The technical service representative (tsr) explained the alarm to the home patient (hp), assisted to clear the alarm and advised the hp to start over again using new supplies. The hp did not want to start over, so she was going to do a manual drain and end therapy for the night. Proper procedures per the user manual were reviewed with the hp. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the hp regarding the reported event, it was revealed that she tried to do a manual drain; however, there was nothing there to drain. The hp had not notified her nurse about this event. The hp stated there was no patient injury or medical intervention associated with this event. The hp really did not know what may have caused or contributed to this event. Per hp, she has been doing fine with her therapy since this incident.